Event description:
On (B)(6) 2014 during a review of programming history, it was observed that a faulted system diagnostic test occurred on (B)(6) 2013 which resulted in a settings change. The settings change was noted during that appointment but not all the settings were corrected prior to the patient leaving the office.

Manufacturer narrative:
Analysis of programming history.